Event description:
Report received from the USA stating that the device had shown an e2 error message. The device was being used during surgery, but there were no injuries. It is unk if there was any medical intervention or a delay in surgery. The date of the event ID unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.